Manufacturer narrative:
Conclusion: conclusion not yet available-evaluation in progress. A field service engineer was dispatched to customer site. The vacuum pump oil, oil mister filter and catalytic decomp filter were replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service on 03/30/16.

Event description:
A customer reported an event of a odor emitting from the sterrad® nx sterilizer. There was no report of any injuries or human reactions. No load was involved in the incident. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), failure mode and effects analysis (fmea), product return and system risk analysis (sra). The DHR was reviewed and no issues relating to the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The fmea was reviewed and indicates that the risk priority numbers (rpn) associated for the failure mode is at an acceptable level. The sra shows the risk for exposure to toxic or corrosive material to be "low." The catalytic converter was returned and tested. The catalytic converter exhibited no odor. The reason for return of the catalytic converter was not confirmed. The oil mist filter was returned and tested. The oil mist filter exhibited no odor. The reason for return of the oil mist filter was not confirmed. The assignable cause of the odor/smells issue is the catalytic converter and oil mist filter. The field service engineer replaced these parts and confirmed the sterrad® xx was restored to proper function after service. The issue has been resolved at the customer facility. Asp will continue to track and trend this issue.